Manufacturer narrative:
(B)(4). The (B)(4) neonatal oxygen therapy nasal cannula is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). The bc2425 neonatal oxygen therapy nasal cannula is manufactured by (B)(4), for fisher & paykel heathcare. Method: the complaint bc2425 nasal cannula was returned to fph (B)(4) for inspection. Our analysis is based on the results of our investigation, and information that we received both from the medical centre and (B)(4). Results: a visual inspection revealed that the prongs of the returned bc2425 nasal cannula were hardened and discoloured, appearing yellowish in colour. The medical centre commented that the nurses had wrapped a moleskin adhesive bandage around parts of the cannula and in between the nasal prongs. It was also confirmed that the bc2425 nasal cannula was used on the patient for 12 days, which is longer than the recommended maximum usage period of seven days. Dermaid cream was applied to the patient's nasal septum twice a day during use of the cannula. When the nasal cannula was removed from the patient, the nurse observed that it had become "hard as rock". A lot check was not performed as no lot information had been provided conclusion: (B)(4) was sent photographs of the complaint device and has commented that the hardening and yellowing of the prongs of the bc2425 nasal cannula is most likely due to the use of the moleskin adhesive bondage and the active ingredient of the cream that reacted with the prongs over time. (B)(4) also recommended that the medical centre consider using alternative ointments such as ayr nasal saline gel, which is produced specifically for CPAP therapies. Our user instructions that accompany the bc2425 neonatal oxygen therapy nasal cannula provide a warning: "this product is recommended to be used for a maximum of 7 days." No patient consequence was reported as a result of this incident. This is the only complaint of this nature that we received involving an oxygen therapy nasal cannula.

Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a (B)(4) neonatal oxygen therapy nasal cannula "is hard as a rock". It was further reported that the nasal cannula was on the patient "just short of two weeks".

Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a bc2425 neonatal oxygen therapy nasal cannula "is hard as a rock". It was further reported that the nasal cannula was on the patient just short of two weeks.